Manufacturer narrative:
A functional evaluation was performed and the device presented motor stall error and overheating. Cause of overheating and errors was related to a corroded motor/gearbox. The gearbox was found to be jammed. The motor passed functional testing. The root cause has been determined to be associated to corrosion of the gearbox assembly.

Event description:
It was reported that the mdu was stalling and heating up.